Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The hypotube was kinked at multiple locations along its length. No other issues were noted with the device; the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. Access was obtained via the femoral artery. While performing a percutaneous coronary intervention in the 80% stenosed, 2.75x32mm severely calcified and severely tortuous left anterior descending (lad) artery with a >=90% bend, the 2.75x24mm promus element ¿ device was advanced but was unable to cross the lesion. The procedure was completed with another of the same device and there were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.